Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring motor error alarm and was exposed to moisture/fluid. Customer also reported getting a reservoir leak in the reservoir compartment and under the lcd display. Blood glucose level at the time of the incident was 270 mg/dl which customer treated with insulin pump. Customer changed the set and reservoir and got another motor error alarm, blood glucose was 230 mg/dl and treated with a shot. Customer declined troubleshooting for high blood glucose. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. Self-test was performed successfully. The customer was advised that the insulin pump/reservoir would be replaced. The insulin pump and reservoir will be returned for analysis.